Event description:
It was reported that pump experienced malfunction alarm labeled malf 9, with no notable events occurring beforehand and no reported issues with blood glucose level exceeding normal limits. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received guidance to reset pump, successfully cleared malfunction without recurrence, addressed separate cartridge fit issue, resumed insulin delivery, and was advised to continue using pump while case was closed by support.